Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was complaining of feeling unstable. The surgeon assessed the knee and found them to be unstable in flexion. He decided it would be best to revise the femoral component to address the instability. He made a clean up cut distally, added 8mm distal augments, 8mm posterior augments with a 46 femoral sleeve and 75x16 stem. Poly was upsized to sz 4 22.5mm thick insert. Knee was found to be stable and the closing process began. Doi: 2009; dor: (B)(6) 2019; right knee.